Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a pdl device was implanted in the patient in 2009 by an unknown surgeon. The patient was performing CPR on someone else and during CPR felt a click. It was discovered that the inlay had expulsed and the surgeon believes that this did occur during CPR. The rep stated that upon removal the inlay appeared to have broken somehow. The implant was removed on (B)(6) 2025 and the patient was converted to a fusion. A DHR review could not be completed as the part number and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was returned following the removal surgery, and will be evaluated using exponents approved prodisc l evaluation protocol. The report will be issued under pdl-rd-0016. No pre-removal imaging was provided. The removal was completed due to poly inlay expulsion. This submission is 2 of 3 devices involved in this event.

Event description:
This device was implanted in the patient in 2009 by an unknown surgeon. The patient was performing CPR on someone else and during CPR felt a click. It was discovered that the inlay had expulsed and the surgeon believes that this did occur during CPR. The rep stated that upon removal the inlay appeared to have broken somehow. The implant was removed on (B)(6) 2025 and the patient was converted to a fusion.